Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was 600mg/dl. The customer stated they had a bent cannula. The customer was advised that the infusion sets were going to be replaced.